Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose, flush drive support disk. Unable to perform prime, compromised force sensor system test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm due to motor error alarm.

Event description:
Information received by medtronic indicated that insulin pump had random no delivery alarm and insulin pump rejects new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.